Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the thread that connects the anchor to the mesh has frayed. The anchor remains in the patient. No other patient adverse events were noted.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the mesh revealed the welded area of the dynamic suture was partially delaminated but still attached. The detachment end of the dynamic suture appeared to be rough and irregular, indicating stress was exerted. The dynamic anchor and tensioner were not received. Based on the information received and review of the returned components, quality confirmed that the dynamic suture detached from the mesh. Review of the detached dynamic suture revealed the entirety of the suture including the welded area had detached partially from the mesh, with no suture still attached to the mesh. The partial delamination of the dynamic suture from the mesh indicates that excess stress was exerted to result in the observed separation. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the thread that connects the anchor to the mesh has frayed. The anchor remains in the patient. No other patient adverse events were noted.